Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the act button is not connecting and transmitting inputs to the device. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but mentioned the device may have been exposed to perpetration. Customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.